Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was performed on potentially associated lot (h10e11087) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error 2240, this error occurred during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the error and inform the hp of the error's meaning. No patient injury or medical intervention was reported. (B)(4) contacted the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and the sample was discarded. The patient only had 2 cassettes left and needed them for therapy so a companion was unavailable. The lot number was h10e11087. The patient mentioned he was in the hospital for an infection to his peritoneum (which is documented in a separate report) that was waterborne. He was still on antibiotics and performing therapy.

Manufacturer narrative:
(B)(4). The sample was discarded but the lot number was available. A batch review will be performed. A follow-up report will be submitted upon the completion of baxter's investigation.